Manufacturer narrative:
The date of this device malfunction was 09/09/96. The info was inadvertently not forwarded to cochlear corp by cochlear's european office for MDR filing. An email regarding the necessity for timely reporting has been sent to the appropriate employees.

Event description:
The patient reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done on 01/08/1997.